Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level were not recorded on (B)(6) 2017. Cartridge change sequence completed with large "tubing fill" priming size of 20.37 units. User made bolus request without entering current bg level and overriding bolus size. Basal rate increased almost 1 full unit of insulin per hour from 8:24am to 10:24am. Complaint could not be confirmed. If luer lock was leaking, it would take more insulin to fill tubing. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 420 mg/dl. The bg level was addressed with a bolus via the pump and exercise. During troubleshooting with tandem's technical support (cts), the customer reported leaking at the luer lock. Additionally, it was reported that once the infusion set tubing was disconnected from the site, one drop of "free flow" insulin came out of the infusion set tubing. Reportedly, customer's insulin delivery appeared to be stopped per the prompts on the pump during troubleshooting with cts. Additionally, it was reported that the pump time was off by 9 minutes. The customer stated that the time was not set correctly when the customer entered the settings into the pump. The time was successfully changed. The customer would load a new cartridge and infusion set.